Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery and high out of range shock impedance measurements. Technical services (ts) was consulted and recommended possible reasons for the exhibited behavior and possible solutions. This ICD system remains in service. No adverse patient effects were reported.